Manufacturer narrative:
(B)(4)

Event description:
It was reported that during procedure, the rv lead was repositioned multiple times due to low r-wave sensing, high pacing impedance, and high capture threshold. After satisfactory measurements were obtained, the patient had complaints of pain and underwent a cardiac arrest. The physician performed a pericardiocentesis. Patient was stable.